Manufacturer narrative:
.

Event description:
It was reported that the pt had a significant weight loss. The pump flipped several times which then needed to be "retacked down". Please refer to MFR's report #: 300420917820085521.